Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error and motor error alarm. The customer blood glucose level was unknown. Customer stated that insulin pump was stopped in the middle of rewind and slower to rewind. Customer stated that insulin pump reject new batteries and harder to get battery cap in and out. Customer stated that insulin pump received unexplained random no delivery alarm. Customer stated that insulin pump had new battery and just shut off no power. The insulin pump will not be returned for analysis.